Event description:
ER rn attempted to insert IV in right forearm using an 18 gauge catheter. Resistance was met upon withdrawal of catheter, it was noted to have the tip broken off. X-ray of right forearm done revealing 1.2 cm of plastic foreign body in soft tissue. No further interventions at this time. MFR notified.